Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a vibration sensation shortly after the implant. The patient followed up with the clinic; the device was checked, and everything was fine. Moreover, the patient was told that some nerves were cut during the surgery. As of this time, this device remains in service. No adverse patient effects were reported.